Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis. The break in aseptic technique was further described as batch related; however no further clarification was provided. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with heparin, intraperitoneally (ip, dose and frequency not reported), fortum, (ip, 1 gram, once daily) and vancomycin (1 gram once in 5 days, route of administration not reported) for peritonitis. The outcome of the peritonitis event was not reported. The action taken with pd therapy was not reported. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.